Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Surgeon reported patient had symptoms of a clicking noise while externally rotating his hip. Scheduled a hip revision. Upon excising the capsule black metallosis began to flow. Opened the hip and there was obvious wear on the tmzf accolade trunnion. The head also displayed black metallosis. The decision was made to revise both stem and cup.